Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During the device evaluation, the reported event (loss of image) was unable to be duplicated. Based on the results of the investigation, it¿s likely the insertion and removal of the camera head resolved the loss of image. However, a final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[5.3 connection of a camera head]. Make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Connect the video connector all the way into the video connector socket. An improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the camera head is disconnected, the color bar is displayed. Do not touch any of the electrical contacts inside the video connector socket of the camera control unit. Otherwise, the camera control unit may malfunction. Before connecting or disconnecting the camera head, be sure to turn off the camera control unit. Otherwise, the image sensor may be destroyed, and the image may not be displayed. Do not apply excessive force to the camera head by bending, stretching, or crushing it. Also, do not pull the camera head, as this may cause internal wire disconnection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the investigation, olympus attempted to gather additional information regarding the event, but with no results. The subject device was returned to olympus for evaluation. The customer¿s reported problem could not be confirmed/reproduced. The device was inspected and tested, no fault was found. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer visera 4k ultra high-definition camera control unit has a no image malfunction, ¿problem with image transmission when turning on- after disconnecting from the processor several times and reconnecting, it manages to get an image¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.